Event description:
The customer reported that the t:slim x2 pump battery would not charge despite using the tandem charging cable and a third-party wall adapter. There is no adverse impact to the customer's blood glucose level. Technical support instructed the customer to rely on syringes and novolog insulin if the pump battery depleted before receiving replacement charging supplies. They arranged to send a replacement tandem cable and wall adapter via two-day shipping and advised the customer to contact their healthcare provider for further assistance with blood glucose monitoring.